Event description:
The report received from the affiliate indicated that approximately four years after the index procedure, the pt returned with a myocardial infarction. The pt was treated with bypass surgery. The pt was reported to have had three stents implanted during the index procedure: a driver stent in the right coronary artery (rca), a driver stent in the circumflex, and a cypher select 2.5x33 mm stent in the left anterior descending (lad). The pt was reported to have an aneurysm in the lad in the region of the previously implanted cypher select stent. There was no report of aneurysm involving the rca or circumflex arteries. Additional info has been requested but is not available at this time.

Manufacturer narrative:
Please note that device (lot# r0504109) is distributed outside the united states, however, it is similar to the united states product. The device remains implanted in the pt and is not available for inspection. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Additional info will be submitted within 30 days upon receipt.